Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer-reported complaint. The teflon pad on the clamp arm was found to have thermal damage. Melted marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. Failure analysis found the primary failure of teflon pad damage to be related to the customer-reported complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the a white coating between the jaws of the 8mm force bipolar was melting off. The procedure was completed with no reported injury.